Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: explor 12x22mm implant head cat#11-210032 lot#466960. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an elbow arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to loosening of the stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no related deviations or anomalies during manufacturing a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.